Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2-june-2026, it was reported by a sales representative via (B)(4) that an ar-9094es-10-3025l troch nail is not functioning properly. The reamer was not going through properly and then the lag screw would not advance beyond a certain point. Noticed during a case, device swapped, and case completed with no patient effect.